Event description:
Physician was attempting to treat the left mid carotid artery using mo.ma ultra proximal cerebral protection device. The device was removed from packaging and inspected per IFU with no issues noted. The lesion was reported to be non-calcified with 90% stenosis and exhibited little tortuosity. It was reported that during preparation/inflation of the device, there were bubbles noted in the eca balloon. After balloon was inserted in the eca of the patient, it was not possible to inflate the balloon. Another mo.ma device and a cristallo stent were used to treat the lesion. No patient injury or clinical sequelae were reported for this event.

Manufacturer narrative:
Based on information received root cause cannot be determined. (B)(4).

Manufacturer narrative:
Unable to confirm complaint (no leakage was detected during device analysis).

Event description:
Device evaluation: traces of dried radio opaque solution were detected inside the inflation lumens. To conduct the technical investigation the device was separated in three parts and analyzed separately: distal part (balloon), proximal part (hub) and shaft. No analysis could be performed on the shaft due to the fact that it was occluded by dried solution. -connector: negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. No leakage was detected on both inflation lines. Bubbles stopped after 15 seconds. In order to detect the leakage source, the upper semi-shell of the hub was removed and pressure was applied to both inflation line using the vaclok filled by red water, however no traces of the red liquid used for balloon inflation was noticed over the luer bonding zone of the inflation lines. -balloon: both balloons were then tested by inflating them with red water to 10mm (proximal balloon) and 6mm (distal balloon). No leakage/pinhole was detected after 30 minutes of inflation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.